Event description:
Boston scientific received information that this left ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms. The regular impedances of this lead are around 800 ohms. Isometrics were done to illicit another out of range reading, but were unsuccessful. The lead will remain implanted and the patient will be watched for any other high impedance readings.

Event description:
Additional information became available that this lead continues to show out-of-range (oor) impedances of greater than 2000 ohms. No plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Additional information was received that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the lv channel. In office testing produced a measurement of 735 ohms. The clinician was able to see some noise that was not sensed and out an impedance measurement greater than 2500 ohms was produced with isometrics. The clinician programmed the configuration to lv tip to rv and impedance was 400 ohms and there was no noise. Threshold testing did not produce any stimulation. The clinician stated they will not intervene at this time and will continue to follow the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).